Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 01/29/2015- litigation papers received. Litigation papers allege pain, severe metal poisoning, metallosis, metal debris, and elevated metal ion levels. The dob was provided. The doi and part/lot information are being provided by the invoice. The stem is being added because of elevated metal ion levels. The complaint was updated on: 02/05/2015.

Event description:
Asr revision reported by sales rep; right. Reason for revision: cup loosening. Sz 56 cup used - unable to determine which cup due to no lot or product number being provided. No lot number provided for head or taper sleeve so manufacturing location entered as unknown

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 8/12/2014 - medical records received. Upon revision, debris filled fluid, gray/black staining of the inner capsule, and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 03/10/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.